Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the night of (B)(6) 2024 the sensor was inaccurate. The cgm reading was low and the bg reading was 100 mg/dl. On the next day the patient fell down, he felt dizzy as he was hypoglycemic. The patient was injected with glucagon by someone (person was not specified during the report) and they called 911. When paramedics arrived, it was noted that the cgm was showing a high reading but the patient¿s bg was low (no values provided). There was no treatment administered by the paramedics. At the time of the report the patient was good. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.